Manufacturer narrative:
UDI #: (B)(4).

Manufacturer narrative:
Philips cannot rule out a device failure. The cause of the failure was not determined. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. (B)(4)

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were unable to pass the self test with the device. There was no patient harm reported.